Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone by customer's mother that the customer experienced high blood glucose. Also, the customer had a bent cannula. The customer's blood glucose ranged between 402mg/dl-439mg/dl. The customer treated with manual injection. The customer was unable to perform high pressure test at this time. The customer was advised to monitor the pump and blood glucose.